Manufacturer narrative:
Relevant tests/laboratory data unavailable from facility. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to occlusion and non function. A spectranetics lead locking device (lld) was inserted in the rv lead to act as a traction platform to aid in the lead's extraction. The physician began by using a spectranetics 14f glidelight laser sheath along with a spectranetics visisheath dilator sheath to attempt extraction. However, the report stated that there was not an adequate rail (straightening of the lead to provide a path on which to advance the glidelight and visisheath). During this time, it was reported that the subclavian vein was damaged and blood was getting into the lungs. Rescue efforts began immediately, including pressure to the injury. The surgeon was called and quickly put in a chest tube to drain. It was reported that the bleed in the subclavian vein was stopped by pressure. The rv lead was abandoned within the patient. The patient was sent to ICU and from the report, was doing well. It was reported that the lld was removed from the rv lead prior to abandoning the rv lead in the patient. This report is being submitted to capture the glidelight device which used when the subclavian perforation was discovered requiring intervention. There was no alleged malfunction of the glidelight device used during the procedure.